Event description:
Reporter noted facility had three cases of endophthalmitis over five weeks with two different doctors. All pts were referred to a retinal specialist. This pt cultured no growth. No "ppv" done and pt improving.